Event description:
Procedure: laparoscopic assisted vaginal hysterectomy. Problem: incidental small bowel enterotomy: small bowel mesentery laceration. Right internal - iliac artery and vein laceration. Dates of use: (B)(6)2010.